Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead was experiencing atrial undersensing during atrial tachycardia/atrial fibr illation episodes as well as low amplitude p wave measurements. The ra lead remains in use. No patient complications have been reported as a result of this event.